Event description:
Caller reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer's blood glucose level. To resolve the issue, technical support instructed the caller to remove the o-ring from the pneumatic tap, clean the area with an alcohol wipe or lint-free cloth, and ensure the new cartridge clicks into place. The customer successfully loaded the cartridge and resumed insulin therapy.